Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci to perform failure analysis. Intuitive has received the 6mm fenestrated bipolar forceps instrument and was analyzed and found to have the initial findings confirmed. The instrument exhibits a broken molded insulator on the lower grip. The instrument was transferred to engineering for further investigation and no additional findings were observed. The grip base does not appear to be bent on the grip with th broken molded insulator, and the grip with the intact molded insulator does not appear to exhibit bending or physical damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci to perform failure analysis. Intuitive has received the 6mm fenestrated bipolar forceps instrument with this complaint and completed investigations. The instrument was found to have the molded insulator broken. As a result, the instrument grip became dislodged. A piece of the molded insulator measuring approximately 1.75mm x 7.00m was not returned with the instrument. Additional findings not reported by site: the instrument was found to have a detached fragment. Detached fragments resulted from the molded insulator break. Detached fragment was not returned.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical without lymphadenectomy surgical procedure, the 6mm fenestrated bipolar forceps instrument came loose with nothing left in the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instruments were inspected prior to use. There was no patient injury. There was nothing that fell inside the patient.